Manufacturer narrative:
Concomitant medical products: product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3998, lot# v052566, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that there was a lead fracture and that the patient was not getting benefit. The reporter noted that it was found out in (B)(6) 2013. It was noted that it was unknown if they were able to program around it.